Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was kept in front of the heating equipment on the evening before the operation. The sterilized package was deformed from the heat. It was also reported that there was some extraneous matter that looked like the package material on the device. The doctor tried to remove it by wiping with saline but left a little. The device was implanted as it was. No patient complications have been reported as a result of this event.